Event description:
The IV was patent and infusing. The nurse administered the ordered dose of diphenhydramine and immediately noticed the solution in the tubing turned a blue color with blue precipitate in the tubing. The IV occluded, was clamped and discontinued. The patient did not have any other medications administered the day of this incident. The bd vial access cannula was used to remove the medication from the vial. The access ports of the IV tubing have a blue diaphragm which may have contributed to the coloration and precipitation.